Manufacturer narrative:
One i3 unit was returned with a set of accessories, excluding the power supply. Investigation results were determined to be inconclusive due to the incomplete return. Performance testing was performed without issues using a test power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The power supply was sparking, and a replacement was ordered.